Event description:
This report summarizes <noe> 1 </noe> malfunction events. A review of the event indicated that one (1) patient sample test had an rh mistype resulting in an anti-d + typing versus a known negative anti-d phenotype; using the anti-d series 5 reagent that was applied to a cmt plate (coated micro-typing plate). Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.